Manufacturer narrative:
This malfunction occurred five times for this customer. Please refer to the mdrs listed below for information on the additional occurrences. 2245270-2014-00002, 2245270-2014-00003, 2245270-2014-00004, 2245270-2014-00005. The two of the five malfunctioning devices were returned to vygon; an evaluation and investigation are underway. The results of this investigation will be communicated to FDA in a follow-up MDR within thirty days of its conclusion.

Event description:
Set found to be leaking at the connection where the three legs join. The leaking was noticed before the set was used on a patient.